Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that multiple high ventricular rate (hvr) episodes were recorded due to right ventricular (rv) lead noise. The rv lead noise was over-sensed, resulting in brief periods of pacing inhibition. Additionally, aggressive manipulation of the device pocket reproduced several noise events, which were observed on live rv electrogram (egm) tracings. Rv lead capture threshold, sensing, and pacing impedance were stable and within normal limits. No interventions or programming changes were performed and the rv lead will continue to be monitored for further lead degradation. The patient remained in stable condition.